Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The 80% stenosed, >20mm long target lesion was in the severely tortuous, calcified, left anterior descending (lad) artery. The lesion was predilated with an unk type 2.5mm balloon. A 2.5x8mm taxus express2 drug eluting stent (des), 2.5x8mm non-bsc des and a 2.25x8mm non-bsc bare metal stent (bms) were all implanted to treat the target lesion. The patient had been given plavix and heparin pre-procedure and heparin during the procedure. The patient was stable at the end of the procedure. Seven days later, the patient experienced chest pain and suffered a q-wave mi. The lad was discovered to be "closed" at the stent site, 100% occluded with thrombosis. The patient had been taking aspirin and plavix at the time of the event. The stents were ballooned with an unk type balloon catheter. At some point, the patient was in respiratory failure. The patient had been put on a respirator, given "pressors" and was not expected to "do well" at the end of the procedure. Later in the day, it was reported that the patient's condition was "better". Add'l info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.